Event description:
Mother reports numerous occaisions of the autohaler not delivering medication. The problem was discovered only after an episode of severe respiratory difficulty. MFR told mother that there is no way to confirm when device is or is not delivering medication. This presents difficulties in assessing the effectiveness of the medication.